Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had migrated and perforated plaintiff's pelvic organs, including, but limited to, her uterus or colon") and large intestine perforation ("device had migrated and perforated plaintiff's pelvic organs, including, but limited to, her uterus or colon") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abnormal abdominal pain"). The patient was treated with surgery (emergency surgery) and surgery (emergency surgery). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation, large intestine perforation and abdominal pain outcome was unknown. The reporter considered abdominal pain, large intestine perforation and uterine perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.